Event description:
Filter of tpn (total parenteral nutrition) tubing broke in port of filter of lipid tubing. New lipid tubing and filter had been used, tpn tubing and filter was three days old. I connected tpn filter into lipid filter and when started pump it was leaking at connection site. When I disconnected the filter, part of it was left in the port. Both filters changed on tpn and lipid tubing.